Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was reproduced at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor printed circuit board. The processor printed circuit board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an white screen error occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6: type of investigation. Should additional relevant information become available, a supplemental report will be submitted.